Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had large differences between sensor glucose and blood glucose readings. Customer stated that the pump was suspended 3 times. Customer's sensor glucose was 57 mg/dl and her blood glucose was 113 mg/dl. The difference between readings was not within an acceptable range. Troubleshooting was performed and the customer was advised that a replacement sensor will be sent.